Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Unable to verify unexpected restart alarm, motor error alarm due to no button response. No noise anomaly during testing noted. Unit had cracked display window corner. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, display anomaly, and motor error alarm. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.